Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number . The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. See scanned page. (B)(4).

Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2014. The physician received two unsuccessful cavity integrity assessment (cia) tests. A hysteroscopy was performed and a "small spot a fundus" was visualized which the physician suspected a perforation and aborted the procedure. No intervention was required. The patient was discharged home on prophylactic antibiotics. A hysteroscopy, dilatation and curettage (d and c), and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when the suspected perforation occurred or what instrument may have been the cause.